Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the battery gauge level remained static and did not increase for an extended period of time despite the pump being plugged in and displaying the charging icon on the battery gauge. The customer's blood glucose (bg) level was 220 mg/dl. Reportedly, the customer replaced the usb cable and indicated that the battery level began to increase as expected.